Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported single leaflet device attachment (slda). The recurrent mitral regurgitation (mr) appears to be related to the slda. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the single leaflet device attachment (slda) and increased mr requiring additional clips. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021 to treat functional mitral regurgitation (mr) with a grade of 4+. Three clips were implanted, reducing the mr to 2-3. On (B)(6) 2021, a control echocardiogram was performed, which found that the first clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda) and mr had increased to 3-4+. That same day, two additional clips were implanted to stabilize the slda clip and reduce mr to 2-3. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.